Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a possible infection at ipg site. The physician performed exploration of seroma and the ipg site was cleaned. The patient was prescribed antibiotics. It was unknown what cause the infection. The patient was doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient had a possible infection at ipg site. The physician performed exploration of seroma and the ipg site was cleaned. The patient was prescribed antibiotics. It was unknown what cause the infection. The patient was doing well.